Manufacturer narrative:
Submit date: 21-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician confirmed the issue. The unit was repaired, updated, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports that the unit failed the flow test (9.53 ml).